Event description:
Incorrect date of implant in the device at time of implant. Device was implanted on [redacted] and the date in the programmed in the device is [redacted]-31 years, 8 months, and 1 day in the past. This will continue to come across the carelink remote monitoring platform incorrectly until fixed in person. The vendor representative input the incorrect information. The patient was implanted with a medtronic micra av 2. Model: mc2avr1. Serial: [redacted]. Manufacturer response for implantable cardiac device, micra av 2 (per site reporter).